Event description:
Info received indicates the mattress ticking stitching under the pt's head area is ripping allowing fluid ingress into the foam.

Manufacturer narrative:
A replacement mattress topper was ordered to repair the bed.